Manufacturer narrative:
On 1/18/2019, additional information about the event was received. It was indicated that ¿half normal saline¿ was used during the procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and around 900cc of fluid was removed. Extended hospitalization was required for observation purposes. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or error messages on any bwi product or equipment during the procedure. The device evaluation details: after previous device evaluation was completed on (B)(6) 2019, the product investigation was re-open to be further evaluated and tested by bwi¿s research & development (r&d) team. The device evaluation was re-completed on (B)(6) 2019. The additional testing included the following, a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material was primarily composed of cellulose-base material, which is widely found in textile fibers, paper, clothes, etc. However, the source of the origin is unknown. The root cause of occlusion can be determined to have been caused by a fiber, whose origin could not be determined. The cellulose issue was previously investigated under a product issue assessment where based in the analysis conducted it was concluded that: none of the particulate samples taken from the production line showed a material spectrum matching the one given by the foreign material found in complaint. Additionally, none of the materials used in the manufacturing process that are either part of the catheter assembly or have direct contact with its components produced an ftir spectrum profile that matched the one from the complaint. However, it was not identified as a material endemic to the manufacturing floor environment. Finally, there are multiple different test performed in the production floor that help to prevent and/or detect the occlusion of the irrigation path during the manufacturing of the device. The root cause of the cellulose found inside the irrigation tube cannot be related to the manufacturing according to the investigation performed, it could be related to the procedure, however, this cannot be conclusively determined. As such, the full investigation now concludes as follows: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. Then, the force sensor feature was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection test was performed, and it was found within specifications; the catheter was deflecting correctly. Then, an irrigation test was performed, and the catheter failed, some irrigation holes were observed occluded. A failure analysis was performed, and the dome was dissected and residues of pu (polyurethane) were observed, causing the inadequate irrigation of the catheter. For this condition, the manufacture team performed an investigation to find the root cause, the investigation showed that there are several inspection and control points in the manufacturing line to detect any irrigation failures. As part of the investigation, the failure was replicate applying pu outside of the dome and immediately wiped and then introducing the tip to the curing oven, then, the dome was polished and inspected, some irrigation holes were observed blocked. These obstructions in the irrigation holes cannot be detected with the naked eye, for this reason the catheter passed to the water test. Based on the investigation, it was concluded that this issue is related to the manufacturing process, for this reason, an awareness training was giving to all the production lines of this product. However, further investigation revealed that the material observed was cellulose- base material, not pu, this was confirmed since a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material was primarily composed of cellulose-base material, which is widely found in textile fibers, paper, clothes, etc. However, the source of the origin is unknown. The root cause of occlusion can be determined to have been caused by a fiber, whose origin could not be determined. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests including irrigation test are in place to prevent this type of damage from leaving the facility, however, during the investigation of the issue found during the analysis, it was concluded that this issue was not detected by the inspections on the line. After the investigation was concluded, it was confirmed that this issue is not related to the manufacture process. The customer complaint regarding the adverse event cannot be determined; the root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The cellulose issue was previously investigated under a product issue assessment where based in the analysis conducted it was concluded that: none of the particulate samples taken from the production line showed a material spectrum matching the one given by the foreign material found in complaint. Additionally, none of the materials used in the manufacturing process that are either part of the catheter assembly or have direct contact with its components produced an ftir spectrum profile that matched the one from the complaint. However, it was not identified as a material endemic to the manufacturing floor environment. Finally, there are multiple different test performed in the production floor that help to prevent and/or detect the occlusion of the irrigation path during the manufacturing of the device. The root cause of the cellulose found inside the irrigation tube cannot be related to the manufacturing according to the investigation performed, it could be related to the procedure, however, this cannot be conclusively determined. Results codes being changed from 202 (inappropriate material) and 170 (manufacturing process problem identified) to 114 (operational problem identified). Conclusion codes being changed from 4307 (cause traced to component failure) to 4310 (cause cannot be traced to device). Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The device has not been returned to biosense webster for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Complaint trends are monitoring monthly, no significant trends have been identified at this time for the issue reported on this complaint. No CAPA or escalation activities are required at this time. The device history record (DHR) for the lot number 30046976l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: carto 3 system (catalog # fg54000, serial (B)(4)); generator (catalog # m490007, serial (B)(4)); pump (catalog # m490008, g4cp-2609) and decanav catheter (catalog # r7f282ct, lot # 30071074m). Non-bwi concomitant products: mobicath guiding sheath (d140010/gb4158370); unknown transseptal needle. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and around 900 cc of fluid was removed. Extended hospitalization was required for observation purposes. Patient outcome is improved. There¿s no information about any factor that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or error messages on any bwi product or equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. A mobicath guiding sheath (d140010/gb4158370) was used during the procedure. Generator parameters included power control mode with power cut-off at 40 watts. The power did not titrate during the ablation. The overall time for ablation and the last ablation cycle at the site of injury are unknown. The irrigation flow was set at 2 cc while in the patient and 15 cc during the ablation. The patient received anticoagulant during the procedure with an activated clotting time (act) around 300 seconds. There¿s no information regarding spi value. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and around 900cc of fluid was removed. Extended hospitalization was required for observation purposes. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or error messages on any bwi product or equipment during the procedure. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. Then, the force sensor feature was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were also observed within specifications. Deflection test was performed, and it was found within specifications; the catheter was deflecting correctly. Then, an irrigation test was performed, and the catheter failed, some irrigation holes were observed occluded. A failure analysis was performed, and the dome was dissected and residues of pu (polyurethane) were observed, causing the inadequate irrigation of the catheter. For this condition, the manufacture team performed an investigation to find the root cause, the investigation showed that there are several inspection and control points in the manufacturing line to detect any irrigation failures. As part of the investigation, the failure was replicate applying pu outside of the dome and immediately wiped and then introducing the tip to the curing oven, then, the dome was polished and inspected, some irrigation holes were observed blocked. These obstructions in the irrigation holes cannot be detected with the naked eye, for this reason the catheter passed to the water test. Based on the investigation, it was concluded that this issue is related to the manufacturing process, for this reason, an awareness training was giving to all the production lines of this product. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests including irrigation test are in place to prevent this type of damage from leaving the facility, however, during the investigation of the issue found during the analysis, it was concluded that this issue was not detected by the inspections on the line. The customer complaint regarding the adverse event cannot be determined; the root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).